Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart (air bubbles filling) issue. The reporter stated that the patient had a blood glucose (bg) of 500mg/dl with polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the correct cartridge filling technique was not used. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in incorrectly filling the cartridge.

Manufacturer narrative:
The following information was inadvertently omitted from the initial:the pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (not filling cartridge correctly).